Event description:
It was reported that the device does not power on. No patient involvement.

Manufacturer narrative:
UDI and operator of device are unknown. No product information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed and cannot duplicate customer complaint. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed.